Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported : "ruptured implant is verified by ultrasound (us) and magnetic resonance imaging (MRI)." Device has been explanted. This relates to an right side.

Manufacturer narrative:
Cont e1 phone number -(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported : "ruptured implant is verified by ultrasound (us) and magnetic resonance imaging (MRI)." Device has been explanted. This relates to an right side.